Event description:
The facility reported a colleague infusion pump in which the stop button on the pump head module (phm) keypad was working intermittently. It is unk when this event occurred. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of an intermittently working stop button on the pump head module (phm) keypad was confirmed during evaluation. This was determined to have been caused by a defective keypad. The phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.